Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the tube was immersed causing the first regulator unit, manifold unit, and electropneumatic proportional valve to be defective, resulting in poor insufflation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit air supply was faulty. The issue was found during reprocessing after a therapeutic abdominal surgery. The procedure was completed with another device. There were no reports of patient harm.